Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the drill broke off in the pelvis. There are no remains in the body." It was reported that there was a surgical delay of 15 minutes.

Manufacturer narrative:
The reported event could be confirmed , since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed: the identification of the scaled drill ø2.5mm, ao fitting is confirmed based on the catalog number and the lot number marked. The complete forefront with the cutting edges is broken off at the crossover to the shaft, no fragments were returned for evaluation. There are stress marks at the shaft above the fracture face visible, the rolling test has shown that the drill bit is not straight anymore in this area, which indicates that the device was exposed to lateral stress. The microscopic evaluation has shown that the fracture face has the typical view of a brittle overload fracture with chevron marks on the surface and a shear lip on one side. There is a dent visible in the at the fracture initiating zone, which indicates that a metallic contact did lead to a mechanical overload. Dimensional inspection indicates that the drill is within the specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to an user related issue. The failure was caused by excessive bending load applied to the device during implantation. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the drill broke off in the pelvis. There are no remains in the body." It was reported that there was a surgical delay of 15 minutes.